Manufacturer narrative:
According to the facility on 08/17/2024 the foley catheter became clogged requiring the catheter to be replaced. Per the facility the foley catheter was flushed every 4 hours and sediment was noted in the urine. The facility was not able to provide a duration for how long the foley catheter was in the patient at the time of clogging. No additional information was provided related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 08/17/2024 the foley catheter became clogged requiring the catheter to be replaced.